Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.2mmx15mmx141cm coyote fc balloon catheter was advanced for dilation. However, during inflation at 6 atmosphere the balloon ruptured. The procedure was completed with another of same device. There were no patients complications reported.